Event description:
During the insertion of a transforaminal posterior atraumatic lumber (t-pal) spacer between the lumber 4 and lumbar 5 discs, the surgeon noticed that the spacer had moved. Surgeon extracted the tpal spacer and implanted the concorde bullet spacer. This prolonged the surgery by an additional 15 minutes. It was reported that the surgeon was concerned that he had injured the nerve root while explanting the tpal spacer. Reportedly the nerve root was not injured during the procedure. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.